Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. An error indicating that the amount of fluctuation in flow sensor deviated from the standard. The device's flow sensor was replaced to address the issue. Additionally, the inline proximal filter was replaced due to dirt contamination. The device was cleaned and tested and passed all final testing.